Event description:
Same cases as MDR ID 2134265-2013-08658, 2134265-2013-09085. It was reported that an automatic pullback failure occurred. The mdu5+ was used in conjunction with an opticross catheter and a sled during percutaneous coronary intervention. During the procedure, the mdu5+ was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications was reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).